Manufacturer narrative:
No anomalies detected by checking the manufacturing charts of the device involved. No other complaints received on these lot #. We will receive and analyze the screw and the screwdriver involved, and then submit a final emdr with additional findings. Device not received yet.

Event description:
During surgery, performed in (B)(6) on the (B)(6) 2015, after tightening the bone screw to fix the acetabular cup to the acetabulum, the surgeon could not remove the screwdriver (not marketed in the us) from the screw (marketed in the us). Surgery time prolonged of 15 minutes due to the issue.

Manufacturer narrative:
No anomalies detected by checking the DHR provided by the manufacturer (hpf) of the screwdriver involved; no anomaly detected by checking the DHR of the screw involved. No other complaints received on these lot # on a total of (B)(4) screws and (B)(4) screwdrivers manufactured with the these lot #. We never received the screwdriver and screw involved. A deep investigation was therefore not possible. No corrective action planned for this specific case. Limacorporate will keep monitoring the market on the reoccurrence of this event.

Event description:
During surgery, performed in (B)(6) on the (B)(6) 2015, after tightening the bone screw to fix the acetabular cup to the acetabulum, the surgeon could not remove the screwdriver (device not marketed in the us) from the screw (device marketed in the us). Surgery time prolonged of 15 minutes due to the issue.